Event description:
Additional information was received from the consumer stating the issue was still ongoing. She no longer drive because of vision and other factors from the injuries sustained.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the consumer stating she still have problems and the lens made eyesight far worse and have a difficult time seeing, especially far away something which not before the lens implant.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), she had blurry/fuzzy eyesight distance and medium. Before surgery she was able to see very well far but needed reading glasses for reading due to age. Yag was performed but her symptoms worsen. Additional information was requested and received from the consumer stating that she followed all instructions and administered all prescribed eye drops. She had a follow up the next day and her vision in left eye was extremely hazy, blurry and fuzzy. Since the surgery her left eye sight has not improved. It actually got far worse when looking into the far distance than before the surgery. She mentioned this to doctor at each follow up appointment. Doctor responded stating it takes sometime but it has never improved. Before the surgery on left eye she never needed eye glasses to see far away . She had really good vision but had developed. She used readers, reading glasses since around age 58. The left eye was the only eye that she has a lens from our company. As left eye did not improve, the doctor performed a yag procedure , however it did not improve vision at all and it got worse. Her right eye surgery was using another brand of lens and she immediately had clear and perfect vision after that surgery within the next 2 days of surgery. I had the cataract surgery on my right eye after having been hit in the head causing what the doctors described as trauma cataract. Again the right eye had prior to head trauma on right side she had perfect vision except for using reading glasses as needed, after having the right eye corrected she always felt off as right and left eye seemed "unbalanced" and doctor suggested correcting the left eye to offset the imbalance. It was additionally reported that she also had strobe light effect and sensitivity to light, veil like floaters, something she never experienced before and not on right eye.